Event description:
A healthcare worker was reported to have experienced respiratory reactions (coughing, nasal congestion/ burning, wheezing), almost one year after working in an area where the product was used. Prescribed allergy-type medication with inhaler and cough medicine.